Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had three episodes of true ventricular fibrillation (vf). In one of the episodes therapies was exhausted however, the last shock did convert the arrythmia. Additionally, it was noted the patient has atrial fibrillation (af). Patient was admitted to the hospital due to being very sick. The device was working as programmed. At this time, the device remains in service. No adverse patient effects were reported.